Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Correction information was provided in h.6. FDA product codes (a140504) has been added. The reported complaint was not observed as insufficient sample was returned for analysis. No lens received, lens case returned empty. Opened iol carton, secondary labels sheet and patient implant reply card returned. We are unable to determine the root cause for the reported complaint "lens trailing haptic broke off, in and out, lens was loaded upside down" as no iol was returned for evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of lens faulty (not haptic) / lens could not be used. Additional information was received stating scrub nurse loaded the lens into cartridge and injector as usual. When surgeon inserting lens into the eye realised that the lens was loaded upside down so he aborted and upon pulling out lens trailing haptic broke off. Surgeon was then able to successfully remove the rest of the lens out of the main wound. The procedure was completed with back up lens with no issues.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).